Manufacturer narrative:
The device was received and analyzed. In agreement with the clinical complaint description, an interrogation was not properly feasible. Instead, a warning message was displayed on the programmer screen indicating an invalid memory content. The memory content of the device was subsequently inspected confirming the observation. Using a technical programming tool, attempts to reset the device were not successful. Therefore, the device was opened. No anomalies were noted during the inspection. A hardware reset was performed leading subsequently to a fully functional device. The quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified and particularly the memory content was valid. In conclusion, the clinical observation resulted from an invalid memory content. After a hardware reset, the device proved to be fully functional. The root cause for the memory corruption was not determinable. However, it cannot be excluded that external influences such as strong electromagnetic fields might have contributed to the clinical observation. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
The device could not be interrogated. A memory dump was possible and after review of that information, it was decided to explant this device. There were no adverse patient side effects reported. The device has been returned.